Event description:
It was reported the device displayed alarm check failure -over temperature-, the device's bottom light on housing is damaged, the device took longer than four minutes to get up to the set temperature, the device is out of specifications by more than one degree, the device is leaking, the device has main board issues, the device was dropped. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device cracked enclosure and tank cover, faulty pcb, wear and tear damaged line cord, pole clamp, plate clip, and front cover. The customer stated problem was duplicated. The pcb was faulty and caused the alarms to fail. The temperature of the device rose at a normal rate. The device also had been dropped which caused broken led's and cracks which caused leaking. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records